Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient experienced inadequate stimulation. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were retained by facility.